Event description:
Evaluation revealed a damaged force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. Correction number: 2531779-03/24/2010-003-r. (B)(6). During evaluation the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration. Unrelated to the reported issue, the displays screen was found to be dim with a red tint, the keypad was found to be torn at the ok button, and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.